Event description:
It was reported that the patient received inappropriate therapy due to rv (right ventricular) oversensing. The ventricular pacing impedance varied between 500 and 1500 ohms. The lead was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient received inappropriate therapy due to rv (right ventricular) oversensing. Review of save-to-disk data revealed that the ventricular pacing impedance had been stable until 2006. In 2006, it began to climb. In the two weeks prior to the patient's current visit, it varied between 500 and 1500 ohms. The high voltage impedances remained stable and within expected ranges. The lead was replaced. A medwatch was subsequently received, reporting that the patient presented with evidence of a lead conductor failure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.